Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device passed accuracy testing. There was no known cause of the reported issue, and no further action will be taken.

Event description:
It was reported that during infusion, the pump was not infusing the proper amount. There was patient involvement, but no patient harm.